Event description:
A caller reported the customer did not receive their precision xtra replacement meter, and the customer experienced weakness, lightheadedness and loss of consciousness. No third-party medical intervention was required. It was additionally reported the customer took their medications, but the caller did not wish to provide their names. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is a delivery issue and it does not involve a product malfunction. No further investigation is required. Adc customer service successfully arranged a field exchange. This is the final report.